Event description:
The patient experienced overstimulation while walking into stores or being around a microwave. The patient's stimulation was sensitive to movement. Further information is being requested from the hcp.